Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: unk-m-sc-2366-50, model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and difficulty charging the ipg. Electro-optical system eos imaging displayed that the implantable pulse generator flipped in the pocket and the leads migrated. Device reprogramming was attempted, however, the issue did not resolve. The patient underwent a revision procedure where the ipg was repositioned in the pocket and four leads were replaced per the physicians preference. The patient is doing well postoperatively. The ipg remains implanted in the patient and the replaced leads will not be returned as they were retained by the medical facility.